Event description:
As reported by the (B)(4) study, the angioguard would not completely seat into the retrieval catheter. On withdrawal through the precise pro rx stent, the fabric of the basket caught on the stent "fishtails" and hung up. The target lesion was located in the proximal left internal carotid artery. The lesion was described as eccentric, non-thrombosed, 99% stenosed, 15mm in length, arch type I, with no calcification. The reference vessel was 5.5mm in diameter and non-tortuous. An 8mm angioguard rx was successfully deployed beyond the target lesion. The lesion was pre-dilated with an unknown balloon catheter and a 10x40mm precise pro rx stent was successfully implanted. On withdrawal through the precise pro rx stent, the fabric of the basket caught on the stent "fishtails" and hung up. The angioguard would not completely seat into the retrieval catheter and the filter basket was unable to be closed. The angioguard was retrieved with no debris noted in the basket. There was no adverse event to the patient. Residual stenosis was 0%. There were no air bubbles present during the procedure. The patient left the angiography suite with no neurological deficit. The product will not be returned for analysis. Additional information was received stating the angioguard was sized larger than the vessels as instructed in the instructions for use (IFU). The device did not pass through any acute bends. No tortuosity was noted. There was no difficulty encountered while advancing/tracking the device towards the lesion. No unusual force was used during the procedure. A non-cordis balloon catheter was used for pre and post-dilation. The filter basket expanded fully with good wall apposition. The device was prepped according to the IFU. There was no difficulty advancing the capture sheath to the lesion. During filter retrieval, the retrieval sheath was being advanced while the filter wire was fixed.

Manufacturer narrative:
There was no filter basket deformation seen. The filter basket did not completely collapse into the capture sheath as evidenced by a reduction in filter basket diameter shown by the radiopaque strut markers. There was difficulty capturing the filter basket into the capture sheath. The filter basket was not suctioned prior to being withdrawn into the capture sheath. On retrieval, the filter would not close completely and seat into the retrieval catheter completely. On withdrawal through the stent, the fabric of the filter caught on the open cell "fishtails" of the open cell design. There was no debris found in the filter on post-procedure examination. As reported by the (B)(4) study, the angioguard would not completely seat into the retrieval catheter as evidenced by incomplete reduction in filter basket diameter shown by the radiopaque strut markers. There was no filter basket deformation noted a this time. On withdrawal through the precise pro rx stent, the fabric of the basket caught on the stent "fishtails" and hung up. The angioguard was retrieved with no debris noted in the basket. The device was prepped according to the instructions for use (IFU). There was no difficulty advancing the capture sheath to the lesion. The filter basket expanded fully with good wall apposition. There was no reported patient injury and the patient left the angiography suite with no neurological deficit. The product was not available for analysis; however, a review of the manufacturing documentation revealed lr packaging l/n# 01412716, (B)(4). Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01412716. This packaging lot contained 75 units, which were shipped from lake region medical on august 27, 2009. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by device interaction, difficult anatomy and/or procedural manipulation and is not related to a product quality issue.